Event description:
It was reported that the pt hears indefinable noise with the implant on the right side. Additionally, the pt complains about an uncomfortable sensation, which is not painful, at the implant site. Therefore, the pt partially does not use the audio processor. Add'l info received on 04/08/2015 stated that the reported issue could not be resolved by reprogramming and that the pt has been reimplanted.

Manufacturer narrative:
(B)(4) . The device was explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: investigation results confirm that loss of hermeticity at the housing braze joint by micro-leaks is the most likely cause for the reported symptoms. It appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. Additionally, two short circuits were found during device investigation, the short circuits were already present whist implanted. The investigation result seem to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient hears an indefinable noise with the implant on the right side. Additionally, the patient complains about an uncomfortable sensation, which is not painful, at the implant site. Therefore, the patient does not use the audio processor all the time.